Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. Troubleshooting was performed and after testing the rate sense impedance the measurement was 468 ohms. Technical services(ts) informed that impedances have been rising intermittently. It was noted there were no observations of noise and noise could not be reproduced in the clinic. Ts discussed possible causes and suggested to implant a new device per physician's discretion. At this time, the implantable cardioverter defibrillator (ICD) and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).